Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number - 2938836-2018-12433. During a clinic follow up, decreased sensing and high defibrillation impedance due to suspected insulation damage were noted on the right ventricular lead. However, no insulation damage was observed on the proximal part of the lead. The lead was capped and exchanged to resolve the event. During the lead exchange procedure, following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable with no adverse consequences reported.